Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of foreign material on the kit component was confirmed, but the cause, origin, and composition of the material was not determined from the photograph that was provided for investigation. The photograph was grainy and showed what appeared to be one unused probe cover that was neatly folded and what could be a second probe cover that was unfolded. An orange or brown colored material was observed on what appeared to be the plastic probe covers. No other components from the implicated kit were observed in the photo. The complaint was forwarded to the manufacturing facility for further review. The substance on the probe cover could be ultrasound gel, which is contained in the kit, but how the material was transferred to the probe cover was unknown. Manufacturing evaluation the complaint of a ¿foreign material present in device " is confirmed. On visual evaluation was observed a small part of foreign material brown colored but due to that the photography is not clear and makes impossible to determinate the origin from the material, the cause for this complaint is unknown. A lot history review (lhr) of reav0700 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility opened two 5fr PICC packs and a small brown deposit was found on both sheath covers. They stated that it looks like gum arabic or machine oil.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav0700 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility opened two 5fr PICC packs and a small brown deposit was found on both sheath covers. They stated that it looks like gum arabic or machine oil. This file address the initial device opened.